Event description:
It was reported that the device was explanted due to eol. During explant, it was noted that the device was deformed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a deformed device was confirmed. Visual inspection of the device found the can of the ICD was swollen. Swelling with the icds can occur when the voltages of batteries approach very low levels due to gas that results from chemical reactions in the cell. This gas pushes outward on the battery cell and the ICD can, giving the swollen appearance. Due to the duration of the implant, the battery depletion (with resulting can swelling), is believed to be normal.